Event description:
Boston scientific received information that it was reported the patient implanted with this pacemaker had coded for several minutes following a suspected brady event. No electrogram (egm) was recorded at the time of the event. Discussion with hospital staff, the issue was described as a "wide brady complex" and the device was not pacing. There were no events in the logbook associated with the time of the event. A request for additional information has been sent.

Manufacturer narrative:
This report will be updated if additional information becomes available.